Event description:
Same case as MFR#: 2134265-2009-04195. It was reported that during an unspecified procedure, two balloon ruptures occurred. The target lesion was located in the very calcified mid left anterior descending artery. An apex monorail 15mm x 2.50mm was advanced and inflated between 8 and 10 atmospheres and the balloon ruptured. The device was exchanged for another of the same which was also inflated between 8 and 10 atmospheres and ruptured as well. The physician considered the case to be a "partial success" at this point and no further intervention was performed. There were no pt complications reported and the pt's condition is reported as fine.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).